Event description:
After we had intubated the esophagus with the bander in place, patient had a transient desaturation so the scope was removed. The bander came off and was lodged in the upper esophageal sphincter. Repeated attempts were made to remove the bander with both forceps and a basket; these were not successful as bander became lodged at the level of the upper esophageal sphincter. Pediatric surgery was called to the operating room to assist and were able to successfully remove the bander with a laryngoscope and magill forceps. After an easy reintubation with the endoscope, the stomach was empty from air and the esophagus was examined. There were no esophageal lesions found. Decision was made not to re-attempt banding given risk of edema in the upper esophagus.what was the original intended procedure?upper gi endoscopy.device #1is this a laboratory device or laboratory test?no.